Event description:
It was reported that after sterilization of the tenaculum forceps instrument it was observed that the tip of the instrument had broken off. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument ws returned and evaluated. Per the customer reported complaint, engineering found the wrist detached and the main tube interface wall cut off. The proximal clevis is missing pieces all around the mating section. Engineering concluded that the likely failure mode is a break at the tube to proximal clevis interface resulting in the site cutting the wrist to remove the instrument from the cannula. Engineering also found the distal end of the main tube to have scraping, with material removed. Damage may be due to a defective cannula. No other damage found. This site has previously returned defective cannula. Referenced below are the previously reported cannula related MDR's for this site. 2955842-2007-00084, 00085, 00086, 00087, 00088, 00089, 00090, 00091.